Manufacturer narrative:
Concomitant medical products: hvap pump implanted: (B)(6)2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise indicated to be non-sustained episodes and short v-v intervals were detected when cautery was used during an open heart procedure. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.